Manufacturer narrative:
No patient information was provided. Information was very limited and did not include full address of the foreign site nor name, phone number or e-mail address of the initial reporter. A request for additional information concerning this section has been sent to the foreign site. The actual device used was not returned for evaluation. No information was provided as to where the leak actually occurred. End of report.

Event description:
A 3m ranger (tm) high flow disposable set allegedly leaked during use. The source and location of the leak was not detected during use. No medical injury was reported.